Event description:
With the device system turned on, a pt had a loss of therapeutic effect. Stimulation was felt across all electrodes on the pt's right side, however no stimulation was felt on the left side. It was noted that there was no known accident or incident that occurred, that could be related to the issue. Impedance measurements were in normal range. An x-ray was conducted on (B)(6) 2010 as a lead migration was suspected. The pt's outcome was not reported. Add'l info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).